Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an appendectomy procedure that after firing when opening the jaws to release tissue it was noticed that the reload was falling out of jaws. Surgeon then closed the jaws and removed the device from the patient and was then unable to re-open the device. Staple line was fully intact. Unknown if reverse was attempting once the device was removed from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.